Manufacturer narrative:
(D10) concomitant device(s): 300-01-15 - equinoxe, humeral stem primary, press fit 15mm: (B)(6), 300-10-15 - equinoxe replicator plate 1.5mm o/s: (B)(6), 310-01-50 - equinoxe, humeral head short, 50mm (beta): (B)(6).

Event description:
Post-operative of a right tsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening. It was further stated hybrid glenoid with loosening. Peg displacement. No actions were taken at the time of the reported event and the outcome remains continuing. The clinical report indicates that this event is possibly related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
The glenoid failure reported may be the result of glenoid loosening and peg displacement as reported. However, the failure and potential contributions from manufacturing, patient, or user-related issues to the event cannot be confirmed as the devices remain implanted and no radiographs were provided. H6: corrected component, and investigation clinical codes.